Event description:
Drug/diluent: bupivacaine 0.25%. Fill volume: 330ml & flow rate: 4ml/hr. Procedure: unk, cathplace: unk. Doctor reported that the pt¿s pump had run out early. Infusion started on thursday morning (B)(6), 2011 approximately 10am and was expected to last until (B)(6), 2011 mid-day, but the pump was empty by (B)(6), 2011 at 8pm. Nurse who had cared for the pt also reported that pt had assessed the pump on (B)(6), 2011 at 8pm and that it was empty and there was only a hard tube inside the pump. Nurse also reported that the pt was not using a heating pad or k-pad. Both the doctor and nurse reported that the pt showed no signs or symptoms of local anesthetic toxicity. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Per dfu: labeled flow rate: 2ml/hr. Labeled fill volume: 270ml & maximum fill volume: 335ml. Delivery accuracy: when filled to the labeled volume, flow accuracy is + or ¿ 15% of the labeled infusion rates when infusion is started 0-8 hrs after fill and delivering nominal saline as the diluent at 88 degree fahrenheit (31 degree celsius) against a back pressure of 40 cm of water. Results: without the actual product, analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed.